Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a double beep, no cassette alarm occurred during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to any previous repair. Visual inspection found the tamper seal was intact. The device was in good condition. There was evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation. The device was plugged into a test cassette and powered up for ten minutes. There was no double beeping. However, the event log had multiple high-pressure messages recorded. The downstream occlusion sensor was found to be defective. It was recommended that the downstream sensor to be replaced as corrective action. The root cause of the reported issue was unknown. The product is 15 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).